Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2022 under general anesthesia due to pain. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 24, 2022.